Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received via social media that the patient previously had two stimulators however, one migrated. The patient underwent an explant procedure.